Manufacturer narrative:
Analysis received the unit with intermittent button response and button error alarm due to a corroded keypad traces. However, the pump passed the prime and excessive no delivery test. There was no excessive no delivery alarm noted. There was no unexpected auto off alarm noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm, keypad anomaly and button error alarm. The customer's blood glucose was 83 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.